Event description:
Healthcare professional reported right side "suspected rupture" and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1; b.2; b.5; h.1; h.6.

Event description:
Device was found to be intact.

Event description:
Healthcare professional reported right side "suspected rupture" and capsular contracture, baker grade I. The device has been explanted. Device found to be intact upon explant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/27/2023.